Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced foreign matter contamination/coring which was noted prior to use. The following information was provided by the initial reporter: plastipak syringe 5ml has molds inside the syringe that is color pink which is still sealed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-18. H.6. Investigation summary: one photo and one 5ml syringe in a fully sealed blister pack from batch 9070842 (p/n 309649) was received and evaluated. It was observed there was damage present at the bottom of the plunger rod with portions of the retaining rings and rib missing. The damage had a shaved appearance with a buildup of plastic fibers on the edges and some orange discoloration. The damage was rejectable per product specification. The sample was tested for mold with the results indicating no mold was present. The potential root cause for the plunger rod damage is associated with the assembly process. It likely the plunger rod because jammed when entering the rail causing the orange belt to shear a portion of the plunger rod leading to a build-up of orange plastic fibers. No corrective actions are necessary based on the defective rate identified. Batch 9070842 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced foreign matter contamination/coring which was noted prior to use. The following information was provided by the initial reporter: plastipak syringe 5ml has molds inside the syringe that is color pink which is still sealed.